Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025, day 318 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the investigation showed no issues with sensor functionality. A review of the dms sensor data revealed optical instability on (B)(6) 2025; however, this could not be reproduced during in-house testing. This may occur when a failure mode present in vivo is not replicated in the lab. The sensor replacement alert was triggered after glucose readings were blinded when all channels fell below the threshold value. The user was offered and provided a replacement sensor as part of the resolution. B4. Date of this report: 21 dec 2025. G3. Date received by the manufacturer? 21 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.